Event description:
Patient experienced post-op condition with severe pain 10 months after the device implantation. It shows effusion , soft and creamed tissue into defect. Dr. Filled with other competitor's plug.

Manufacturer narrative:
Device was not returned for evaluation. (B)(4)